Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 810:11 was confirmed by baxter personnel during product evaluation. The assignable cause was not identified. The air in line calibration was performed to correct this condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with an alarm of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.